Manufacturer narrative:
An investigation was not possible; product was not returned. The root cause is unk. Possible root causes: the plate was bent too much and / or for several times.

Event description:
During a le forte 1 osteotomy, the plates fractured when surgeon was attempting to bend them.